Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump passed the self test. No alerts or alarms were noted. The pump was received with normal operating currents. The pump was monitored and no battery alert or alarms occurred during testing. No display anomaly was noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was having multiple issues with the insulin pump. Customer stated the device had turned off and it alarmed failed battery test when the device turned on. Customer stated the device had been of for 38 minutes and the device had turned back on its own. Customer stated regardless of troubleshooting income she wanted the device replaced. No further information reported.